Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from cuts in the tubing. This occurred during the first fill cycle of peritoneal dialysis while the patient was connected. It was stated that the tube was cut in three spots and leaked. No sharp objects were used to open the cassette packaging. The patient restarted therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR? And evaluation codes. The device was received for evaluation in an open pouch and an attached patient line extension. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. Sample did not meet specification for to the reported issue. The cause of the reported leak occurrence was determined to be several cuts in patient line tubing, heater line tubing, and drain line tubing on the homechoice set identified during visual/functional inspection. The cause of the cuts in the tubing was undetermined. Should additional relevant information become available, a supplemental report will be submitted.